Manufacturer narrative:
The previously reported event date was incorrectly reported as (B)(6) 2014. The correct event date is (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a pump problem. An alarm was heard but telemetry had not yet been performed. The patient had no symptoms. On the prior saturday, (B)(6) 2014, the patient heard a beep from the pump and it stopped. It was not a single tone, it was more like a heart tone periodically with a few seconds in between. The patient was told that it was not time for the medicine to run out. It was noted that the battery would be going off soon. The patient was last refilled in (B)(6) 2014 and gets refilled every 6 months. The patient was refilled on (B)(6) 2014 and was told by their health care professional (hcp) to listen for alarms. The patient was due for a refill on (B)(6) 2014. The low reservoir alarm date was (B)(6) 2014 and low reservoir volume was set at 2.0 ml. Later it was reported that the patient was having issues finding someone who would replace the pump. The alarm was reviewed by a hcp and was the low pump battery alarm. The patient was scheduled for a pump replacement surgery on (B)(6) 2014. The hcp did not adjust the pump medication. The alarm reportedly quit and the hcp did not silence it. It quit alarming before the patient got to the hcp¿s office. The patient reported increased severe pain and side effects because the pump was malfunctioning. It was noted as sometimes it works, sometimes it doesn¿t. The patient presumes the side effects are withdrawal, ¿if it was not working right¿. The patient had a prescription for oral dilaudid as needed (prn). The hcp told the patient it may be ¿pumping sometimes it may not¿. The side effects with the pain pump quitting or getting ready to quit has been hard for the patient. Additional information received indicated that patient was still having concerns with their device or therapy, but were working with a hcp. The pump was used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).